Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power. Supplemental testing revealed that an integrated circuit on the pcb board was faulty. After measuring the component , it was revealed that it did not provide adequate voltage that is needed for the gas gauge to operate. This will result in battery not providing power and led lights not turning on. It is likely that the this was interpreted as display error by the patient. As a result, the reported event was confirmed. A possible root caused of the reported event can be attributed to the faulty component. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it had a display error. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.